Event description:
(B)(4). (B)(6) (essure ref-ess305, lot-627732): during the procedure, the doctor had trouble placing the devices properly. He called in another doctor for assistance. The procedure was so painful that my family had to sit with me after the procedure for quite some time in a room near the exam room. Immediately, I started feeling sharp pains near the insert site. The doctor explained that the pain would go away. These inserts have been living "profanity" for me and have created over the years a list of symptoms. Most specific, the constant pain of a stabbing pain in my insert areas has ben traumatic. I have been to various doctors and all refused to comment or investigate the essure device. I even had one doctor tell me they didn't want to discuss these issues with me because the essure device was their preferred sterilization method. My symptoms have been: sharp/stabbing pelvic pain, hot flashes, clear fluid discharge, inflammation, loss of libido, extreme painful periods, extremely heavy periods, long menstrual cycles, frequent urination, low back pain, headaches, brain fog, mood swings, anxiety, severe vitamin d deficiency, vitamin b-12 deficiency, chronic fatigue, chemical and food allegories, gluten sensitivity, severe pain when coughing, severe bloating, vision problems, dry skin. I am currently working with a doctor and recently had a biopsy near the insert site for cancer.

Event description:
#Medwatcher #followup1 #fdamw5038796 #(B)(4) hysterectomy required (B)(6).